Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had been experiencing high and low blood glucose levels. Blood glucose level at the time of the call was 157 mg/dl. The customer also reported having blood glucose levels from 20 to 40 mg/dl, which were treated with glucose tabs and food. The customer reported that the insulin pump was exposed to high magnetic fields several months prior to the call. The customer stated that he also had a recent high blood glucose level of 407 mg/dl, which was treated with the insulin pump. The insulin pump was not replaced or returned for analysis.